Event description:
It was reported that black and silver specks came out of the handpiece and into the wound during a bunionectomy. The procedure was able to be completed successfully using the same device after the wound was irrigated. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.